Manufacturer narrative:
The reported event was confirmed. Evaluation found that the returned catheter could not be deflated due to a poor snip eye. The missing/undersized eye could have caused the non-deflation. The reported event was confirmed as manufacturing related during snipping process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2.applicable patients (1) patients with known allergy to silver coated catheter"

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Allegedly, 2ml of water was unable to be removed from the catheter. The user cut the catheter in order to remove the water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. Allegedly, 2ml of water was unable to be removed from the catheter. The user cut the catheter in order to remove the water.